Manufacturer narrative:
(B)(4).

Event description:
It was reported the pacemaker dependent patient experienced dizziness. Upon device interrogation, it was determined the patient's right ventricular lead exhibited loss of capture. Surgical intervention took place on (B)(6) 2015 at which time a lead was added. After the lead was placed, electrical values were tested and found to be normal.